Event description:
Films were completed on the back and hip of a pt and a stretcher was placed next to the table for transfer. As the tech went to the oppostie side of the stretcher, the x-ray table began to elevate. The technician immediately pulled the stretcher away from the table thinking that the table would stop. The technician then informed the pt that he was going to be in the erect position. The table did not stop angulating or elevating. The pt was told to bend down and was removed from the table. The technician then pushed the emergency button. The rptr stated that the top of the table went two feet into the 11 foot ceiling. All interlocks and safety mechanisms failed to stop the table. The pt was not injured.